Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the left ventricle (lv) lead had dislodged and was showing high capture threshold values. It was indicated that the patient would be monitored, and a follow-up was scheduled. No further information has been received at this time. The device remains in service, and no adverse patient effects were reported.